Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was admitted to the hospital for device replacement due to normal eri. Before the procedure, the pacing threshold on the right ventricular (rv) lead was increased and imaging found externalized conductors. During the device replacement, the rv lead was capped and replaced. The patient was stable.